Event description:
Drive devilbiss healthcare was notified of an incident involving a quad cane by a provider who reported that the cane broke while in use causing the end-user to fall to the ground and fracture their shoulder. The device was returned for evaluation. Upon evaluation, it was observed that the cane shaft tube was broken by the detent buttonhole. There were no other visible defects identified to the device that may have led to the reported malfunction. The manufacturer will also be notified of this incident.